Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. Subsequently, the device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. A replacement procedure is planned to be scheduled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to fields b1: adverse event/product problem, b5: describe event or problem, g3: bsc aware date, h1: type of reportable event, h6: impact codes. If information is provided in the future, a supplemental report will be issued. Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. A replacement procedure was scheduled, no date was provided. This device remains in service. No adverse patient effects were reported.